Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was delayed in responding to the customer's input. Additionally, it was reported that the pump did not start charging immediately when plugged into a charger. There was no reported adverse impact to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.